Event description:
I had the essure coils implanted in (B)(6) 2008. Within one month, I began experiencing extremely heavy mentrual bleeding, abdominal pain, serious crying spells, depression, mood swings. At the time, I did not attribute the issues to essure, but to possible perimenopausal symptoms. The crying, depression, mood swings were very severe and required psychiatric attention. I was placed on over ten different medications, non helped, some made symptoms worse. For several years, I lived with the symptoms and went to various mental health professionals, gyn doctors. Nothing was ever mentioned concerning essure. The symptoms were so bad, I became suicidal. My mother began researching the essure device and found that (B)(6). Were performing loads of essure removal surgeries. In 2013, I was seen by (B)(6)and performed my essure removal. During my consultation with (B)(6), he told he could help me with the symptoms I was experiencing. After having the essure coils removed, my mood swings were gone, episodes of rage, physical symptoms, abdominal and leg pain, etc.